Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon withdrawal difficulty occurred. The physician placed a taxus liberte 2.5x16mm drug eluting stent to the 90% stenosed lesion located in the nontortuous, moderately calcified circumflex (cx) artery. The lesion was pre-dilated with a 15mm balloon, unk type. The balloon was inflated at 14 atms for 12 seconds, then deflated. When they tried to remove the delivery system, the balloon did not come out. The physician then followed the inflation/deflation procedure several times with slight pull/push movements, until the balloon was freed from the stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch # 8088211 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Should further relevant information become available; a supplemental medwatch report will be filed.